Event description:
It was reported that a faradrive steerable sheath clear during a procedure to treat an atrial flutter (af) presented a leak from the hemostasis valve of the sheath during the aspiration when the catheter was inside the sheath. During aspiration, bubbles came into the sheath. To solve the issue the sheath was replaced, and the procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the outer valve. Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of cause traced to component failure to the referenced event, as the investigation determined the tear most likely occurred during use and handling; there was no evidence to indicate that the event was due to a design or manufacturing-related issue.

Event description:
It was reported that a faradrive steerable sheath clear during a procedure to treat an atrial flutter (af) presented a leak from the hemostasis valve of the sheath during the aspiration when the catheter was inside the sheath. During aspiration, bubbles came into the sheath. To solve the issue the sheath was replaced, and the procedure was completed without patient complications. The device has been returned for analysis.